Event description:
The duodenovideoscope was returned to the service center with a report of tie rods that are not working. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive around light guide lens has a chip and there is a gap in adhesive area between server plug in and distal end was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.